Event description:
International affiliate reports that after use for two hours , the implanted miscrosensor did not report a signal to the patient's monitor. It is believed that the sensor was explanted and replaced.